Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 5.0x220x150-hybrid sterling balloon weas advanced for dilation. During the procedure, when the balloon was first inflated at 8 atmospheres, the balloon could not be fully opened and showed a wrinkled shape. Consequently, after adding 2 atmospheres of pressure to 10 atmospheres for 6-8 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.